Manufacturer narrative:
Explant was reported due to shortness of breath and regurgitation. In addition, tissue growth was noted upon explant. The investigation found that there was fibrous pannus ingrowth on the outflow surface of cusps 1 and 2 and circumferential on the inflow surface which narrowed the inflow diameter and limited the cusp mobility. There were retractions/fold in cusps 1 and 2 which would have caused incomplete coaptation. All three cusps had fibrous thickening. There was a small outflow thrombus on cusp 2. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The pannus ingrowth impeding leaflet mobility and creating incomplete coaptation could have caused the reported regurgitation.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2017, a 25 mm epic stented porcine heart valve with flexfit system was implanted in the patient's mitral valve. Approximately a year ago, pressure gradient changes were observed, which rapidly exacerbated in 2021. In (B)(6) 2021, the patient presented in an outpatient clinic with shortness of breath. On (B)(6) 2021, the patient had a device replacement to explant the 25 mm epic valve, which was replaced with a non-abbott valve of the same size. Upon explant of the epic valve, the leaflet was noted to be extremely hardened though no calcification was visually observed. According to the surgeon, the thickening of the annulus occurred due to tissue growth observed in left atrium, which resulted in mitral stenosis. The patient developed takotsubo cardiomyopathy following the procedure. The patient status was reported to be stable. No additional information was provided.